Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak from the septum could not be confirmed from the photographs that were provided for investigation. The photographs showed a unit packaging and the device appeared to be unused. An arrow was pointing to the catheter adapter with a note that indicated that blood "leaked around the base". However, this defect has been identified to be a reoccurring issue. Corrective actions have been initiated to investigate this type of incident and to identify the root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd nexiva single port leaked past the septum. The following information was provided by the initial reporter: a 18g nexiva IV catheter was placed in the left lower arm for surgery. Once inserted and the needle was pulled out, the port did not close properly and blood continually leaked out of the port end. Therefore, the nexiva had to be removed and another nexiva placed in for preparation for surgery. Customer response 24 jul 2024 fortunately, the issue we encountered did not harm or injure the staff or patient, except for the patient getting stuck twice.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.